Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported by the patient include feeling lethargic. The patient was treated with intravenous fluids, the patient also reported being unsure if they received IV insulin fluids. The patient was released after approximately 5 hours in the emergency room. The patient reportedly never took off the pod and was still wearing it during the call, the product support representative advised the customer to replace the pod with a new one to ensure effective insulin delivery.